Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from the attempted insertion. The clinical / medical investigation concluded that this complaint from japan reports during a knee surgery the 8 mm insert would not insert properly. A 9mm back-up insert was utilized to complete the surgery. No surgical delay and, no injury or harm to the patient was reported. Pictures of the 8mm insert were provided but do not offer a reason it would not fit. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during surgery, the 8 mm insert could not inserted well. A 9mm back-up insert was utilized to complete the surgery. No surgical delay or injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.